Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. E1 initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During preparation, the device frequently froze after being turned on. As a result, the procedure was canceled and rescheduled. No patient complications were reported.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was not returned for analysis; however field service engineer (fse) performed an on-site inspection due to intermittent power-on crashes. After checking, cleaning, and reconnecting to the img host, the device powered on successfully, passed functional tests, and returned to normal operation. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event type have been accounted for during product risk analysis. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause traced to component failure. This conclusion was selected because the reason for the device often froze after it was turned on was most likely determined to be the img host, the fse analysis onsite and additional available information. Furthermore, fse cleaning, and reconnecting of the img host, has resolved the complaint.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During preparation, the device frequently froze after being turned on. As a result, the procedure was canceled and rescheduled. No patient complications were reported.